Event description:
It was reported that a peg tube insertion procedure for treatment was performed in 2003. Under an upper endoscopy performed a day later, the peg tube insertion site was identified as bleeding. The area was cauterized for treatment of the bleeding. During follow-up with the user facility, it was reported that they did not know the cause of the bleeding. There is no clear association of this device with the injury. No more info was available from the user facility about this case. The peg tube remains in the pt and, therefore, will not be returned for eval. The device was not returned for eval. Therefore, a failure analysis could not be performed. A batch number was not provided by the user facility, therefore, a lot history search could not be performed. It cannot be determined if the product met specifications because the product was not returned. Co is unable to determine the relationship between the device and the cause of this event without the product.